Manufacturer narrative:
Concomitant medical products: product ID: 309328 lot# 0208342608, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
Information received from the healthcare provider (hcp) from a clinical study, via a manufacturing representative, reported "re-apparition" of an infection at the "punction" site level s3 on the left. The lead infection caused pus discharge and delayed cicatrization. The patient was hospitalized on (B)(6) 2015 and the entire system was removed that day. The patient was treated with antibiotics and recovered on (B)(6) 2016. Medical history included idiopatique functional "nycturia" since 2012. Additional information received from the hcp from a clinical study, via a manufacturing representative, reported there was purulent discharge at the "punction" site level s3 on (B)(6) 2015. There was an excision on (B)(6) 2015. See manufacturing report #6000153-2016-00618.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative reported the sponsor assessed the event as serious. There were no further com plications reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208342608, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the seriousness criteria was changed from not serious to serious leading to medical/surgical intervention to treat a life threatening illness. No further complications were reported/anticipated.